Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to correct: d1, d2, d4 and to correct initial reportability decision. Upon further review, the initial and supplemental reports submitted with MFR report number 3002808148-2025-00575 was determined to be a non-reportable event. In addition, the correct model number is otv-s7h-1n.

Event description:
No additional information received from the customer.

Event description:
It was reported that there was cable break directly below the camera head. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.